Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. In addition, the device was not returned to the MFR for analysis. The company did review the device history record for this implant and has determined the material lot used for this implant did meet all specifications. Any material flow can be excluded. A known long-term complication of endosseous dental implants is bone resorption around the implant which can occasionally result in fatigue fracture of the implant.

Event description:
Removal of endosseous dental implant. Implant was placed on 3/29/96 in site #30 (class I bone) during a routine procedure. The final prosthesis, a single unit bridge, was placed on 5/22/96. The clinician reports that the implant fractured, and that the lower half of the implant was not removed due to compromising the bone strength. The clincian could find no cause for implant fracture. The pt did not experience any discomfort with the implant. The coronal portion of the implant was removed on 6/2/97.